Event description:
Hemocue ab received a complaint on hemocue glucose 201 from a us customer. The hemocue glucose 201 system was reported getting different readings during pt testing. The reported readings were 30 compared to 87, 37 compared to 87, 17 compared to 76, and 30 compared to 98 mg/dl (first sample compared to second sample on same pt). No comparisons to other methods were made. Quality controls were reported to be within range. No pt impact was reported by customer.

Manufacturer narrative:
The low measurement reported by the customer was assessed to potentially pose a safety risk if it were to re-occur. A recall class ii has been initiated and reported to the FDA; see 3003044483-07/08/2013-001-r.